Event description:
It was reported that during a laparoscopic gastric bypass procedure, the endocutter was fired two times successfully with a white load using peri strips on the gastric pouch. The device was loaded with a blue load without peri strips and on the first firing stroke midline, the staples were mangled on the gastric pouch leaving a hole in the staple line. The second and third firing strokes were fine. There was bleeding but the surgeon was able to control the bleeding with sutures. There was no blood transfusion given. The device was reloaded three additional times with white and green reloads. There were three trocars used in the procedure and insufflation loss occurred. The case was completed with no patient consequence. The devices were discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.